Event description:
It was reported that the patient presented during ablation procedure. During procedure, it was noted that the right ventricular lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.